Event description:
Hill-rom rec'd a written communication from a customer in luxembourg through a distributor that alleges (3) events have occurred in the past using hill-rom's quick release hook accessory. In these events the customer alleges the quick release hook was damaged and this damage contributed to the slingbar accessory detaching from the lift. Hill-rom is filing three (3) separate medical device reports to document these events. For this complaint, the customer did not inform hill-rom if there was a pt impact from this event. MFR ref # 8030916-2014-00032.